Manufacturer narrative:
Correction: h6 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown area after ending their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. There were no alarms prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed the reported event. The fluid leak was discovered at treatment completion upon removing the cycler set from the cassette compartment of the liberty select cycler. The patient inspected the cycler set. No defect or damage was noted. The pdrn stated that the patient was prescribed prophylactic antibiotic cephalexin (250 mg, oral, three times daily for three days). The pdrn confirmed that despite the prophylactic antibiotic, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The old cycler has been picked up and returned.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown area after ending their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. There were no alarms prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed the reported event. The fluid leak was discovered at treatment completion upon removing the cycler set from the cassette compartment of the liberty select cycler. The patient inspected the cycler set. No defect or damage was noted. The pdrn stated that the patient was prescribed prophylactic antibiotic cephalexin (250 mg, oral, three times daily for three days). The pdrn confirmed that despite the prophylactic antibiotic, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The old cycler has been picked up and returned.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown area after ending their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. There were no alarms prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed the reported event. The fluid leak was discovered at treatment completion upon removing the cycler set from the cassette compartment of the liberty select cycler. The patient inspected the cycler set. No defect or damage was noted. The pdrn stated that the patient was prescribed prophylactic antibiotic cephalexin (250 mg, oral, three times daily for three days). The pdrn confirmed that despite the prophylactic antibiotic, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The old cycler has been picked up and returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.